Event description:
It was reported that an unspecified error occurred. The sensor was inserted into the abdomen on (B)(6) 2026. At approximately 5:00 pm on 01/21/2026, the patient experienced unspecified hypoglycemic symptoms two days after applying a sensor to her abdomen. During this time, she reported not checking her dexcom app or insulin pump. As she attempted to get orange juice, she lost consciousness and fell. As a result, she sustained a head injury with a lump, a black eye, and a broken left thumb. The patient was unaware of the exact events due to being unconscious. She was assisted by emergency medical services (ems). According to the patient, paramedics informed her that her blood glucose was very low, though she did not know the exact value. She was also told that her cgm was not functioning, but she could not recall the specific error message. The patient was transported to the emergency room (ER). She stated that her blood glucose was checked there, but she was not informed of the value. Her cgm was removed in the ER because it was reportedly not working. She recalled receiving IV treatment, but could not identify the specific medications administered. She regained consciousness while in the ER. The patient was discharged after approximately six hours. She could not recall the final blood glucose reading prior to discharge but stated it was at a level that allowed her to go home. Aside from the injuries sustained during the fall, she reported being feeling better following the event. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.